Manufacturer narrative:
Investigation: one (1) sample and one (1) photo were provided by the customer for investigation. Visual analysis of the returned sample showed brown foreign matter (fm) on the tip and luer lok® of the barrel. One (1) was provided by the customer which shows the tip and luer lok® of the barrel. The brown fm is visible the photo. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that foreign matter occurred with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "per email: we received a voicemail from pharmacist stating that they found black contaminant in the syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter. "Per email: we received a voicemail from pharmacist stating that they found black contaminant in the syringe."